Event description:
Rn noted blood in the intra-aortic balloon (iab) catheter and helium line, an indication that the catheter has ruptured. The pa was bedside and he notified the dr. The iab pump was placed on 1:3 and then quickly removed per pa. A femoral line was placed in the opposite site (left femoral) in the event that the patient decompensated and another iab catheter needed to be placed. Rn stated that they have worked with open heart and iabp patients for 15 years and this is something that rarely happens, especially when an iab catheter has been recently placed. The patient was a fresh post-op open heart and the fact that the iab catheter ruptured so quickly is a safety concern.======================manufacturer response for intra-aortic balloon catheter, linear 7.6fr. 34cc iab catheter (per site reporter).======================no response was given at the time of this medsun report. However, an unopened device with the same lot# 2916 is also being sent to the manufacturer for their investigation.